Manufacturer narrative:
The available information suggests this product was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and the device was explanted on (B)(6) 2019. The device was discarded. If this event were to reoccur, it could lead to a serious deterioration in the health of the patient. No adverse patient effects were reported.